Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited one shock impedance measurement of zero ohms, and noise on the shock channel. The patient returned to their clinic for follow up, and it was noted that the patient used a cardiac contractility modulation (ccm) device to assist with their heart failure condition. Boston scientific technical services (ts) discussed with the health care professional (hcp) that the ccm device could be interfering with the shock impedance test. The shock impedance measurements had otherwise been stable and within normal range. The hcp would continue monitoring the patient. No adverse patient effects were reported. The device remains in service.